Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a pedicle screw, and potentially but not necessarily a pilot hole, was placed in the patient's spine in a different position than desired with navigation involved, although according to the neurosurgical registrar: the final outcome of this surgery was successful as intended, with all placements correct, respectively acceptable. There was no harm nor negative effect to the patient due to the placement, and there was no prolong of the surgery or anesthesia. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the angular deviated screw placement at right c1, resulting in a target point deviation of approximately 4 mm inferior to its intended trajectory, was most likely relative movement of the anatomy (c1 vertebra) due to a non-rigid connection and surgical forces applied during operation on c1. The patient reference array was positioned by the patient's head with the region of interest at the cervical spine. In addition to the general potential for relative movement between the region of interest and patient's head, the cervical spine is considered a highly moveable structure and further increases the potential for anatomical movement when surgical forces are applied during the procedure (e.g. Inserting a screw). A potential minor contributing factor is possible imprecision of the screwdriver calibration used to navigate the right c1 screw placement. The screwdriver calibration for right c1 screw placement had failed the software's acceptable tolerances and a warning dialog was displayed in the navigation software and bypassed by the user. An imprecise instrument calibration can result in a deviation between the instrument's displayed position on the registered patient image and its actual position on the actual patient anatomy. Apparently, the resulting deviation between the registered preoperative patient image and the actual patient anatomy (and possible deviation between the navigated screwdriver's displayed position on the registered patient image and its actual position on the patient anatomy) was not recognized by the user with the appropriate and necessary accuracy verification before and during screw insertion at right c1. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the cervical spine for occipitocervical fusion, with intended placement of 6 pedicle screws in vertebrae c3 to c1 for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. A pre-operative CT scan was acquired one day before the surgery to register for and use with navigation. During the procedure the surgeon: fixated the patient in a prone orientation in a non-brainlab head holder, and attached the patient reference array for navigation to the head holder. After the incision, performed the image registration with surface matching by acquiring registration points with the navigated pointer on vertebra c2 to match the pre-op CT and display of the navigation to the current patient anatomy. Verified and accepted the registration, considering it to be highly accurate. Starting with right side c1, prepared the pedicle (pilot hole) with a non-brainlab handheld drill calibrated to the navigation. With the drill still in the pedicle, stored the current trajectory in the navigation as the planned screw position. Placed the pedicle screw with a non-brainlab screwdriver calibrated to navigation, following the pilot hole and saved trajectory. Repeated the same navigation method for the left c1 pilot hole, but due to the vertebra anatomy, decided to abandon the placement of the left c1 pedicle screw. Verified navigation accuracy on c2, and placed 2 pedicle screws bilateral in c2 using the same navigation method as above. Performed the same method for c3 to place the remaining 2 screws bilateral in c3. With all screws placed, acquired intraoperative x-rays (fluoro shots) and determined from these x-rays that all screws were placed properly. Completed the surgery with placing the occiput plate and rods, and closed the patient. From a post-operative CT, it was determined that one of the screws placed, at right c1, deviated from its intended position by ca. 9°, the tip of the screw ending ca. 4mm from the target. The screw remained implanted, and no correction or revision (surgery) was planned. According to the neurosurgical registrar: the final outcome of this surgery was successful as intended, with all placements correct, respectively acceptable. There was no harm nor negative effect to the patient due to the placement, and there was no prolong of the surgery or anesthesia. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.